Manufacturer narrative:
Device eval: the last two proximal stent segments were positioned on the balloon as per spec; the remaining segments were stretched beyond the distal tip and deformed. The distal and middle stent was stretched and severely damaged. The proximal first and second stent struts were visually acceptable. The proximal pillow folds were disturbed. (B)(4). Eval, results: (delivery of undeployed stent through the cell of a previously deployed stent). (Endeavor sprint stent caught on previously deployed stent). (Stent deformation and failure to deliver the stent). Conclusions: (delivery of undeployed stent through the cell of a previously deployed stent). (Endeavor sprint stent caught on previously deployed stent).

Event description:
The physician was attempting to implant a 2.75 diameter x 18mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the rca. The target lesion exhibited 70% stenosis and some calcification. The physician had previously successfully implanted an endeavor sprint stent to another vessel. An attempt was then made to implant the relevant endeavor sprint stent, however, the physician experienced difficulties passing the undeployed endeavor sprint through the previously deployed stent and removed the device from the pt. Upon removal, it was noted that the struts of the stent were damaged. The device had been inspected prior to use with no issues noted. The target lesion was treated using another endeavor sprint stent of the same size. No clinical sequelae reported.